Manufacturer narrative:
(B) (4). Since the device remains implanted, the programmer files were reviewed. Results - (other): the ventricular tachycardia could not be found in the recorded episodes because of storage rules applied by the embedded software. The device operated within specifications. (B) (4). Conclusion - the ventricular tachycardia episode object of this complaint could not be found in arrhythmia recorded episodes because of storage rules applied by the embedded software. Device operated within specifications.

Event description:
A ventricular tachycardia was documented; however, during the interrogation, the vt was not in the stored episodes. In addition, the programmer time was not correct and looks like the interrogation of the device was before the vt when it was afterwards. The device remains implanted. Additional questions were requested in regards to (B) (4) and are documented in the analysis.